Event description:
Additional information received indicates that this was intermittent capture in the atrium.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed the waveform on the a-sense amplifier during atrial pacing to appear and disappear. No changes or interventions were reported. There were no patient consequences.